Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the inner wire lumen and the outer lumen were stretched distal to the bi-component bond giving the appearance of twisting in the inner wire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that shaft damage, shaft kink and crossing difficulties occurred. A 12 x 3.50mm promus premier¿ stent delivery system was selected and advanced through the guide catheter; however, the device was unable to cross inside an unspecified guide catheter. When the device was pushed, it was noted that the shaft of the device was damaged. The guide catheter also appeared to be slightly damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.